Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a possible infection or allergic reaction. The physician¿s evaluation and blood test did not identify an infection. Histamine blockers were administered.

Event description:
The patient's symptoms persisted despite the administration of histamine blockers. The evoke scs system was subsequently explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d - device returned to manufacturer; date returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The cls and leads were returned to saluda. The root cause of the reported hypersensitivity/allergic reaction cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include allergic response or tissue reaction to the implanted or external materials and the patient may require surgery (including revision, explant, and replacement) as a result". The evoke scs system was confirmed to be functioning as intended prior to the explant. The manufacturing records were reviewed, and the products met all requirements for release.